Manufacturer narrative:
D4 revised. H6 removed false alarm and replaced with placement signal issue.

Manufacturer narrative:
H6 type of investigation code was reported incorrectly on the initial report that was submitted. The device was received. Therefore, device not returned was incorrect. A new code has been added.

Event description:
An impella cp was inserted into the right femoral artery in a 82 year old male with known coronary artery disease (cad); prior coronary artery bypass surgery (CABG), and renal insufficiency. Impella placed for protected percutaneous coronary intervention of left main/left circumflex coronary artery. Patient reported to be in scai shock stage d. Patient was on a multiple inotropes/vasopressors prior to impella device placement. The purge solution was 5%dextrose in water with sodium bicarbonate as additive. While in cath lab, during the procedure, placement signal disappeared on automated impella controller (aic) with an eventual placement signal unreliable alarm. After pci, physician decided to exchange current impella cp for a new impella cp due to the ongoing placement signal unreliable alarm because the patient would remain on support after cath lab. There were no noted interruption of support to the patient while alarm was active. Impella device was running at p-2 with flows at 2.4 liters per minute prior to removal and replacement. Despite temporary impella support interruption as a result of decision to change out the device, there was no hemodynamic instability noted during this time with no consequence to the patient.

Manufacturer narrative:
B1, b2, b5, h1, revised. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp via right percutaneous femoral artery for mechanical circulatory support. Placement signal disappeared from the screen. Placement signal unreliable alarm was present. Appropriate motor current and flows were noted. After percutaneous coronary intervention, the decision was made to replace the impella since the patient would remain on support. The device was exchanged for a new impella. The patient had an evolute transcatheter aortic valve replacement valve. No patient harm was noted and the procedure was successful with the other device.

Manufacturer narrative:
Additional information has been provided in d3. Corrected information has been provided in h3. Placement signal issue: the findings from data log review and inspection of the returned product confirm that the cause of the placement signal issue was most likely optical sensor damage. However, due to insufficient clinical information, the cause of the sensor break could not be determined.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information was reported that indicates the shockwave was used in this case but they were down the vessel using it. No left main use and it was not near our sensor. There was no correlation between shockwave and the ps loss.